Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pacemaker syndrome and the leadless implantable pulse generator (ipg) is planned to be explanted and replaced with a transvenous device system in the near future. No further patient complications have been reported as a result of this event.